Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl, and he was treated with an insulin drip. The caller thought he had delivered himself 100.0 units of insulin when the infusion set was changed. The customer was not sure where the insulin had gone, and he started drinking sugar drinks and eating. The customer stated that he was unsure how to change the infusion set as he was doing for the first time by himself. The caller stated that the insulin pump was stuck in a rewind mode. Assisted the customer to rewind/prime, and it was successful. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.